Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, in the evening around 7:30 pm the patient was doing okay, sitting on a chair in the living room. After eating, the patient started trembling, the husband took a bg reading which was almost 200 mg/dl and the cgm reading was 85 mg/dl. The spouse called an ambulance and the cgm reading decreased to 47 mg/dl, the paramedics took a blood glucose reading which was lower than 47 mg/dl (no specific value was reported). They treated the patient with then glucose and IV medication and took the patient to the hospital. At that point the patient was ¿comatose¿, acting strange, and unable to answer questions. At the hospital the patient was treated with IV medication and they kept monitoring the blood glucose. At the time of the report the patient was stable but still at the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.